Manufacturer narrative:
(B)(4). Investigation summary: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination, and the indicated failure mode for sleeve side piercing, and blood leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications, and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use with bd vacutainer® multiple sample luer adapter there was poor sleeve function, and the sample leaked from the luer adapter. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: when removing a tube from the holder after blood collection, the hcp found blood leading from the luer adapter.